Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Surgeon reports patient a status post revision has an infection and requested to perform a wash out, head exchange. The patient was taken to the operating room where the revision was performed through the posterior approach. There was a zimmer cup and liner which were previously implanted and the liner was exchanged. After the wound was irrigated a new head was implanted. Surgeon did not like the stability so he removed the head and reimplanted a longer head. The surgical site was closed..